Manufacturer narrative:
Other, other text: device evaluated, visual inspection device, prime device and opened to find what cause the issue. Customer problem was duplicated. Found defective optical cam flex the motor not to rotate. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a review was not performed. Service history review identified this device was last serviced and there was no indication the complaint was related to previous service of the device.

Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported an error on the infusion. No patient injury reported.